Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "the unit is showing tf :8912 which is related to no motor, cuff pressure controller pressure low ."